Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse bi-directional catheter and before the operation, current leakage error was detected on the patient interface unit rl input. The error was accompanied by a signal noise/signal loss on all ECG (bs + ic) channels. It was observed on carto® and recording system. The catheter was inside the patient¿s body when the issue was noted. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. A second device was used to complete the operation. There was no adverse event reported on patient.